Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device battery longevity was found to be shorter than expected. The physician alleged premature battery depletion against the device. Abbott technical support reviewed device session records and stated the battery depletion was normal based on the current programmed settings. The device is anticipated to be explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.